Event description:
Hill-rom received a report from the account stating the siderail is not latching. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the center arm assembly needing to be cleared. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician cleaned and lubed the center arm assembly to resolve the issue. Based on this information, no further action is required.